Event description:
It was reported that during a procedure, while using a cautery tool, this pacemaker was found to exhibit pacing inhibition. It was believed that that the cause was due to electromagnetic interference (emi) oversensing noise of the cautery tool on the right ventricular (rv) lead channel. No adverse patient effects were reported. This pacemaker remains in service.